Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. Review of device image indicated that capacitor maintenance dropped the battery voltage below eri. This drop in battery voltage triggered eri.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in emergency room after receiving vibratory notifier. The device displayed eri. It is suspected that the device reached eri prematurely. Device was explanted and replaced. Patient condition was fine.

Manufacturer narrative:
Initial reporter: company representative